Event description:
A report was received that during a cath lab evaluation of durastar ptca balloons, "the common perception was that the deflation time was slower with durastar than with other balloons we tested in our lab. We had no failure to deflate and no cases in which the deflation time had any clinical impact other than a few extra seconds waiting for the balloon to appear fully deflated for withdrawal." The reporter further stated that "observations about deflation time represent a general perception and some bench testing of the product in comparison with other products might also identify. Put another way, the deflation time of the durastar is only average and some of the newer non-compliant balloons we tested had very rapid deflation times that we enjoyed." Although the reporter reiterated that this was not a product complaint and no patient injury had occurred, the decision was made to err on the side of being conservative and log the events as complaints.

Manufacturer narrative:
No products were returned for evaluation. A review of the manufacturing records could not be done without a lot number. The slow deflation could not be confirmed without a product return. Based on the report's statement that no product failure occurred, no actions appear to be necessary at this time.